Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported event. The fse was able to confirm the complaint by performing a system startup and receiving the reported error message. The fse replaced the washer probe motor yet the error persisted. The original washer probe motor unit was reinstalled. Both the main board and drv board were removed then reinstalled. The instrument then operated correctly. There is a possibility that the connection to the drv board was loose. The instrument was validated by running quality controls (qc) which were within published ranges. No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 12mar2018 through aware date 12apr2019. There were no other similar complaints identified during the review period. The aia-360 operator's manual under section 7-1: list of error messages states the following: 4038 - wash probe home sensor: description: the bf probe motor home sensor remains activated. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. 2015 - bf probe purge failure. Description: purging by the bf probe is abnormal. Troubleshooting: clean up the wash probe tip or replace it. Contact the service department. The probable cause of the reported event was due to a loose connection to the drv board for the bf washer.

Event description:
A customer reported getting error messages 4038 wash probe home sensor and 2015 bf purge probe failure on the aia-360 instrument. Prior to calling technical support, the background check on the aia-360 failed with error 2015. The customer noticed that the carousel was not at position 1. The customer tried to feed the carousel forward and it rotated around for a few seconds. The customer rebooted the instrument and then received error 4038. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.